Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Functionally, the instrument was successfully loaded with a representative single use loading unit (sulu). The instrument and loading unit were applied to test media, and all staples were placed, and test media was cleanly transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stapling stomach wall, four reloads were stuck after first squeeze. The staple line was incomplete. Several cartridges and a new handle were used to solve the problem. There was no patient injury.